Event description:
No additional information.

Manufacturer narrative:
Additional information: investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris smartsite extension set had leakage. The following information was provided by the initial reporter: when priming IV tubing a bd smartsite extension set 0.2-micron low protein binding filter for infusion of nexviazyme, the back of filter began leaking drug. The priming was stopped and only very small drops of drug was leaked. The filter was changed and infusion completed without difficulty. The filter lot # is (10)24119312.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.